Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they have had problems with their stimulator for a couple years. Patient stated the recharger does not always find the device in their back easily and it takes forever to charge the implant. Patient also stated they can feel the implant but they can't get it to connect easily. Patient mentioned they have to take their hand and hold the paddle in a certain position or it does not connect easily and they will have to move it around. Patient stated they had an MRI today and they need to turn the ins to MRI mode. Agent walked patient through connecting the recharging antenna to the controller and confirmed no device found. Patient mentioned it had been years since they used their ins. Agent reviewed passive recharge mode with patient. Patient was able to progress from passive recharge mode but controller battery was at 20%. Patient will continue to charge controller and then attempt to charge implant. Patient stated meeting with their nurse before about the problems with recharging their ins and were told to position the recharger correctly. Patient stated that their implant does not seem flat. Patient also mentioned that they think the controller button that turns the stimulation on and off does not work. Patient will recharge controller and will call back to check if the button is working. Agent also reviewed MRI mode with patient.